Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported slda appears to be related to patient morphology/pathology (deep indentations on the leaflets). The mitral valve insufficiency/ regurgitation (mr) appears to be due to the slda. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The other mitraclip (lot 10701r154) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip detaching from one leaflet (single leaflet device attachment (slda)) requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. One clip (lot 10520r134) was implanted, reducing mr to 1. On (B)(6) 2021 it was noted the clip had detached from the posterior leaflet (slda) and mr increased to 3+. Per the physician, the slda was likely due to the clip grasping at the deep indentation in the leaflets. A second procedure was performed on (B)(6) 2021. A clip delivery system (cds) (lot 10701r154) was advanced in an attempt to stabilize the slda clip on the medial side; however it was difficult to place the clip due to the chordae. During the multiple grasping attempts the anterior mitral leaflet (aml) became torn. The clip became stuck in the chordae and could not be removed; therefore, the clip was deployed on both leaflets on the medial side of the slda clip. A third clip was placed on the lateral side, stabilizing the slda clip and reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.